Event description:
7/13/96 at 1500 the pt was receiving tpn via an implantable port which was accessed with an non-coring winged infusion set. The tubing from the set pulled away from the needle which was in the port, a venous access system. The needle stayed in the port resulting in the pt bleeding approx 5-10 cc blood from the port before the pt's mother could pull the needle out of the port.